Event description:
Compression fixation of hip fracture utilizing keyless vhs system performed 2002. It was reported that subsequently, leg length discrepancy was noted with changes in the plate angle. In 2002, fixation components were removed and pt underwent total hip arthroplasty.